Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. According to the valve academic research consortium (varc), valve regurgitation can result from a number of factors, including, but not limited to pannus, calcification, support structure deformation (out-of-round configuration), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the cause of the moderate-to-severe pvl two years post tavr cannot be confirmed. The patient was noted to have aortic insufficiency from two perivalvular jets. After the index tavr procedure there was mild-moderate pvl which in combination with underlying significant co-morbidities (heart failure, lvef 40-45%, afib) could have caused or contributed to the worsening symptoms. There is no noted dysfunction of the sapien valve in the echo reports supplied. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported through the partners 1 clinical trial, more than two years post tavr the patient presented with progressively worsening shortness of breath and severe fatigue. Tee confirmed the presence of moderate-to-severe aortic regurgitation, mostly posterior paravalvular leak (pvl). An 8mm amplatzer occlusion plug was implanted at the location of the leak, which reduced the pvl to mild. After the initial report, the medical records pertaining to the event were obtained. Per the cardiac catheterization report, there appeared to be both anterior and posterior jets of pvl. Multiple attempts were made to wire and plug the perivalvular leak . An echogenic material was noted to be moving with the valvular jets. This was not thought to be thrombus and was described as likely fibrinous material that was irritated from the aortic valve annulus or the aortic valve ring of the sapien valve. The medical team then proceeded to successfully plug the pvl, which reduced the leak to mild. Final echo demonstrated a mobile echodensity on the valve that was stable compared to what was previously seen. Per the echo report, following implantation of the occlusion plug, there was mild central aortic insufficiency (cai) due to the presence of a linear mobile mass that was likely attached to the left ventricle outflow track (lvot) and moving across the aortic valve, possibly consistent with tissue or thrombus. Anterior regurgitation was trace-to-mild. Per the discharge summary, the patient was noted to have tolerated the procedure extremely well, with an increase in her energy and a decrease in her shortness of breath (sob). Mild-to-moderate paravalvular leak (pvl) was noted immediately following the tavr procedure.